Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump had fallen apart. The screws had fallen out after the customer dropped the transformer on the floor. The underlying wires were exposed which is a safety risk.

Manufacturer narrative:
The customer reported a breach in the transformer housing. She did not report of any fire, spark or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The customer was unable to be reached for follow-up, so the lot # and rev for this transformer are unknown at the time of this filing. For (B)(4): this issue with the damaged transformer housing for the pump in style device was addressed in (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. For (B)(4): the cause of the breach in the (B)(4) transformer has not been determined at this time. It is currently being investigated under (B)(4).